Event description:
Voluntary medwatch received states that the patient presented with dizziness and abnormal cardiac pacing. The right atrial lead exhibited high capture threshold. No intervention was performed. Patient status was not reported.